Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 23 mm navitor valve was successfully implanted in a patient. The implant depth was noted as non-coronary cusp of 6 and left coronary cusp of 12. The valve was not re-sheathed prior to implant. The patient remained stable throughout the implant procedure. On (B)(6) 2022, a pacemaker was implanted due an unknown arrhythmia. It was noted that prior to navitor valve implant, the patient had a right bundle branch block. No patient consequences were reported.

Manufacturer narrative:
An event of arrhythmia, left bundle block and pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device please note that per the instructions for use, implantation precautions "to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot."h6 medical device problem code: 2993 code removed.

Event description:
It was reported that on (B)(6) 2022 a 23mm navitor valve was successfully implanted in a patient. The implant depth was noted as non-coronary cusp of 6 and left coronary cusp of 12. The valve was not re-sheathed prior to implant. The patient remained stable throughout the implant procedure. On (B)(6) 2022, a pacemaker was implanted due an unknown arrhythmia. It was noted that prior to navitor valve implant, the patient had a right bundle branch block. No patient consequences were reported. Subsequent to the previously filed report, additional information was received that the arrhythmia occurred after the procedure. During the tavi procedure the patient experienced a left bundle branch block; the patient was discharged home in stable condition.